Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was requested for evaluation but remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation especially since the patient said that she had several other surgeries with reactions prior to this one. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that there was a reaction case. Dos (B)(6) 2011. Right acl reconstruction. Pt is having pain and burning, and can feel fluid at incision site. "Ant bite" type hives have formed on her leg from her knee to her foot. Her leg is purple and splotchy. Patient's leg turns greenish in color towards her foot if she is on her leg for an extended period of time. Bone graft harvested from patient`s right knee.